Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent an implant procedure on (B)(6) 2016. During the procedure, the sensor was pulled into the main pulmonary artery after the doctor pulled back on the delivery catheter, but the sensor was not attached. When the doctor proceeded forward with the guide wire, it quickly moved into the distal pulmonary artery. Subsequently, the left lung was perforated while attempting to deploy the sensor. In turn, the patient was admitted to the ICU in stable but critical condition. The patient was released two days later in stable condition.

Event description:
Follow-up revealed the patient's doctor believes the initially reported issue was related to the procedure.

Manufacturer narrative:
Initial reporter information was listed incorrectly on the initial report. Information was inadvertently omitted on the initial report. Manufacturing site phone number was incorrectly reported, manufacturing site first and last name, and manufacturing site email were listed by mistake on the initial report. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.